Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope image guide snake pipe coating peeling. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of angle wire, bending angle in up direction does not meet specifications, due to a dent on channel tube, forceps cannot be inserted smoothly, and channel cleaning brush cannot be inserted smoothly, light guide bundle as breakage, connecting tube has a dent, universal cord has a dent, and an abnormal sound is made due to damage on angulation lever. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.